Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of .2 reference MFR. Report#: 1627487-2017-01479. It was reported the patient fell recently and a lead was fractured. After which, the patient no longer received stimulation coverage in her left leg. Diagnostic testing revealed high impedance readings on all of the left lead contacts. In turn, the patient underwent surgical intervention wherein one of the patient's leads was explanted and replaced. Reportedly, the patient is doing well and effective stimulation therapy was restored following the procedure. It is unknown which lead was explanted and replaced. Therefore, all suspect devices are being reported as explanted.